Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Patient received inappropriate shock from noise detecting vf. Noise seen on all three leads and representative believes it is external. Recommend bringing patient in to evaluate. Device remains implanted. Should additional information become available, this file will be updated.